Event description:
It was reported that the right ventricular (rv) lead pacing impedance had steadily increased from 480 ohms to 668 ohms. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was later reported that the patient heard a beeping sound and went to the hospital. A lead failure was suspected. It was determined that the right ventricular (rv) lead was fractured. All therapies and detections were disabled. It was noted that a lead revision has not taken place due to the patient having a separate co-morbidity (tumor). The patient is a participant in the wrap-it (world-wide randomized antibiotic envelope infection prevention trial) clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was reported that a pacing impedance out of range alert has now triggered on the right ventricular (rv) lead.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the lead had increased threshold.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.